Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy chest and neck anastomosis surgical procedure, the clinical sales associate (csa) contacted a technical support engineer (tse) from offsite with the customer in a conference call and reported that the erbe generator had a fault error. The csa informed the tse that the customer has faced the error repeatedly and was currently using external cautery to complete the surgery. The tse informed the customer to power cycle the erbe device and to check again. The csa did not call back and there was no response from the customer. The field service engineer (fse) would do further troubleshooting for this issue. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
Bipolar port 2 had momentary intermittent detection issue when running instrument detection service routine. The monopolar 1 (port 3) slightly loose with system cables and instrument tester. C-00 error in the erbe generator logs is related to 2-8a error in artemis logs. The unit tested on the system and all instrument and energy operation tests successful. Tp display service routine run, touchscreen operation and responsiveness were nominal. M-0b, c-00, c-84, m-b0, m-1c errors were found in the erbe generator logs. Root cause is attributed to a faulty generator.

Event description:
Refer to h11 for follow-up information.